Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. Insulation damage was suspected, although not confirmed. Provocative testing was performed and noise was reproduced. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating that diagnostic imaging was performed, and no lead damage was observed. The physician no longer suspected lead damage. No further intervention was performed, the lead will continue to be monitored.